Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event that occurred on (B)(6) 2016. It was reported that the patient had a low at work last week, but did not notice the dexcom. Patient had stated that she felt funny so decided to perform a finger stick and found that her blood glucose(bg) was at 32mg/dl. No additional event or patient information was provided.